Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they had an MRI scheduled this morning but when they got to the MRI facility, the lady didn't even know how to turn the device on so the patient turned it on but they were told they couldn't do the MRI because the technician told the patient that they were "not eligible". Patient said they had to pull up the MRI mode for "the lady" because the lady hadn't been able to "read it" and the lady took their handset to someone else to check and that's when they came back and told them they weren't eligible so the patient went home without getting the MRI. The patient said they knew it worked in the past as this MRI today was going to be their third MRI. The patient stated they'd had an MRI 3 weeks or a little over 3 weeks ago and had no issue at all but now they were having an issue so they'd called Patient Services (PS) because they had wanted to make sure everything was working right. Patient services reviewed MRI compatibility considerations with the patient and walked the patient through connecting to see their MRI eligibility. The patient kept getting "device not responding" so Patient Services had the patient reposition the communicator over the implant site and hit retry. Patient was able to successfully connect to their settings but shortly after connecting, lost connection again after hitting "activate MRI mode" and when they got to the MRI mode screen after reconnecting, they saw "cannot be determined" with no MRI information code. Patient Services reviewed the importance of keeping the communicator over the INS site to stay connected and asked the patient if they could feel the INS under the skin and the patient said they could feel it, but it used to feel like it was sticking out more than it was now, that before it had felt like a knot or a "boil type bump" but now and that now it felt like a bullet and that it was kind of pressed in more than before. Patient denied having had any falls or traumas that could have led to the issue or weight loss and confirmed they didn't have any pain and that they weren't sick or anything. Patient stated they could feel all of the edges of the implant but that one side felt a little deeper than the other. Patient Services reviewed connection and communicator placement best practices and considerations with the patient and the patient, with a light pressure, focused over the edge of the INS that felt closer to the surface of the skin and connected and stayed connected to see their settings. Patient was then able to activate and deactivate MRI mode. Patient saw that they were MR conditional full body scan eligible. Patient then ended their session. External devices were functioning as intended. Patient was redirected to follow up with their Healthcare Provider to discuss recent change tot the INS site. The patient stated they'd call their managing Health Care Provider office to check implanted system.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.